Event description:
A (B)(6) was having routine finger prick using the lancet, very small piece of lancet broke off into the pt's finger. Unable to retrieve, pt was sent to ed for removal. Ed records indicated the fb was gone by the time the physician examined the finger.